Event description:
During a coronary drug eluting stenting treatment procedure stent damage occurred. In 2005 a taxus express2 3.0 x 8 mm drug eluting stent was attempted to be delivered to the target lesion. It was located in the distal right coronary artery. The stent being used was an expired product which is inconsistent with the directions for use. The physician had difficulties advancing the stent delivery system. He then pulled the device out and noticed the stent struts had been lifted. The procedure was successfully completed with another of the same device. There were no patient complications.